Event description:
It was reported that the patient with this pacemaker device was found in safety mode. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported.